Event description:
Per the customer, one of the major concerns coming from anesthesia and the nursing staff is the accuracy of the canister readings. There have been instances that the staff and/or anesthesia has questioned the accuracy of the canister reading because scans taken within minutes of one another showed readings that were several hundred ml's difference. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, one of the major concerns coming from anesthesia and the nursing staff is the accuracy of the canister readings. There have been instances that the staff and/or anesthesia has questioned the accuracy of the canister reading because scans taken within minutes of one another showed readings that were several hundred ml's difference. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.